Manufacturer narrative:
On 12/19/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: asymmetry. This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2019, mentor confirmed that psr submission reference numbers (B)(4) (right side device) and (B)(4) (right) and psr submission numbers (B)(4) (left side) and (B)(4) (left side) were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number (B)(4) (right side) and (B)(4) (left side). It was reported that a caucasian female patient underwent breast reconstruction primary with mentor memorygel breast implant 550cc. Now this patient presented with bilateral breast asymmetry. As a result, the devices were explanted and replaced with mentor memorygel breast implant 650cc on (B)(6) 2018. This medwatch is for the left sided device.